Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no adverse effect to customer's blood glucose level. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.